Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the act button had been having issues and then stopped working. The blood glucose reading was 103 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.